Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that the actuator/test board on a fresenius 2008t hemodialysis (hd) machine smoked. The smoke was noticed during machine repair for an ¿acid pump no eos¿ message received during heat disinfect. The biomed reported that there was no fire, flame, spark, or arcing. Additionally there was no burning, charring, or melting noted on the component. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 18 hours and the actuator/test board was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components and that the machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed replaced the actuator/test board to resolve the machine issue. The machine is back in service without issue and without reoccurrence of the reported event. The actuator/test board was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.